Event description:
A customer reported a system error (se) 2240 (air in line) alarm, which occurred on the homechoice (hc) during the initial drain. The home patient (hp) stated that at the time of the alarm, they were not connected. Prior to calling for assistance, the hp connected tried to restart therapy, but was unable. The baxter technical service representative (tsr) explained the alarm and assisted to clear the alarm. The tsr referred the hp to the on call nurse, due to the hp connecting up after the received 2240 alarm. Proper procedures per the user manual were reviewed with the reporter. The hp would complete therapy with new supplies. There was patient involvement, however no patient injury nor medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation. The cause of the alarm was user error, however a device analysis could not be completed. Per the home patient at home guide, users are instructed to be connected before pressing go when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.